Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lead was unable to pass through the tricuspid valve. The lead was removed. No patient complications have been reported as a result of this event.